Event description:
Pt scheduled for removal and replacement of port-a-cath. The port-a-cath that was removed was found to have a shattered box and was sent to pathology. As the new port-a-cath was being replaced, the box made a hold after it was tested once. Another box was opened and tested, and it also made a hole.